Event description:
It was reported that during an unknown procedure, both devices did not staple a complete staple line. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.